Manufacturer narrative:
As reported, the tip of a .018¿ 300cm sv short peripheral steerable guidewire (pgw) came unraveled when pulling out. It¿s almost as if it came loose at the welded portion. The procedure was completed successfully with the device, however, the physician noted that when he pulled the wire out of the body it was unraveled. There was no reported patient injury. The product was stored as per labeling. The product was inspected and prepped according to the instructions for use (IFU). The device was opened in a sterile field. There was nothing unusual noted about the device prior to use. The wire was not kinked nor damaged in any way prior to insertion into the patient. The intended procedure was percutaneous intervention to the superficial femoral artery (sfa). The lesion was moderately calcified and tortuous. The device was not used for a chronic total occlusion. The torque response was good. There was no resistance/friction between the wire and other devices. The wire did not kink while being used. One non-sterile guidewire ¿pgw .018 sv short 300cm st¿ was received for analysis. Per visual analysis, the coil wire presented an unraveled\stretched condition at the distal core wire (ribbon). Also, a separation condition of the core wire was noticed. Both separated segments were returned. No other damages or anomalies were observed. Per microscopic analysis, the unraveled\stretched condition was observed and confirmed at the distal core wire (ribbon). The separated segment does not present any anomaly. No other details were observed using the vision system. A product history record (phr) review of lot 35260193 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿distal tip wires ¿ unraveled/stretched¿ and ¿guidewire -fractured separated¿ was confirmed. An unraveled\stretched condition was observed at the distal core wire (ribbon). Also, a separated condition was observed on the returned unit. The cause of these conditions could not be conclusively determined during the analysis. Procedural/handling factors or vessel characteristics (moderate calcification and tortuous) may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the lake region phr review nor the product analysis suggests that the observed damages could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the tip of a .018¿ 300cm sv short peripheral steerable guidewire (pgw) came unraveled when pulling out. It¿s almost as if it came loose at the welded portion. The procedure was completed successfully with the device, however, the physician noted that when he pulled the wire out of the body it was unraveled. There was no reported patient injury. The product was stored as per labeling. The product was inspected and prepped according to the instructions for use (IFU). The device was opened in a sterile field. There was nothing unusual noted about the device prior to use. The wire was not kinked nor damaged in any way prior to insertion into the patient. The intended procedure was percutaneous intervention to the superficial femoral artery (sfa). The lesion was moderately calcified and tortuous. The device was not used for a chronic total occlusion. The torque response was good. There was no resistance/friction between the wire and other devices. The wire did not kink while being used. The device will be returned for evaluation. During visual inspection, a separation condition of the core wire was noticed, both separated segments were returned.